Manufacturer narrative:
It was reported to abbott; a patient was experiencing ineffective stimulation due to lead migration. An x-ray confirmed the lead migration. The patient had a revision where the leads were explanted and replaced without any complications. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-33237. It was reported the patient experienced ineffective therapy. In turn, x-rays confirmed lead migration. As a result, the leads were explanted and replaced to address the issue.